Manufacturer narrative:
The device has not been received for analysis as of the date of this report; therefore, a failure analysis is not available. If any additional relevant info is received, a supplemental MDR will be submitted.

Event description:
It was reported that during an unspecified procedure, the one-way valve of the 5f/11cm super sheath leaked, spraying a blood in the physician's face and around the room. Additional info has been requested regarding this event.